Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿device under or over delivers.¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump over/under delivered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump under delivered. The device was being used on a patient. The patient was underfed; the amount fed varied by 100ml-400ml. As a result, a bolus feed needed to be performed. The volume to be infused was 1500ml and the rate was set to 70 ml/hr. The actual volume delivered was 400 of 840 ml. The feed was completed in 12 hours. The feed rate did not change.